Event description:
On (B)(6) 2022, drive devilbiss healthcare was notified of an accident involving a drive medical folding steel commode. The end user reported that the center bars supporting the bucket broke free, causing her to fall between the front and back cross bars and sustain injury to her head, back and leg. She reported that she did not seek or require medical attention, and declined to return the product to drive for investigation or evaluation.